Event description:
Reportedly, the screwdriver was missing from the ratchet screwdriver kit, planned to be used for pacemaker replacement surgery on (B)(6) 2023. Another separate kit was used.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the screwdriver was missing from the ratchet screwdriver kit, planned to be used for pacemaker replacement surgery on (B)(6) 2023 . Another separate kit was used.